Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered it had a faulty patient board and a front worn out socket that needed replacement. The investigation is ongoing. Therefore; the root cause of the reported event cannot be determined at this time. However; if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus during a gastroscopy procedure, a b30 (scope communication error) on the hd camera head. Additionally, the end button was not working properly. There was no delay reported and the procedure was completed using the same device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it was confirmed that the printed circuit (cp) board was faulty. Therefore, it was determined that the video function did not work properly due to a failure of the cp board, and the phenomenon ¿b30 / scope communication error¿ occurred. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.